Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that the vails were filled with unspecified pain medication sand were loaded into unspecified patient controlled analgesia (pca) pumps. No specific pump programming was provided. After unspecified lengths of time, the customer contact reported that unspecified volumes of solutions leaked at unspecified locations of the vails. The vials were replaced and therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though, requested, no additional information was reported.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.